Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed powerport m.r.I isp implantable port kit was returned for evaluations and six electronic photos were provided for the review. The first photo shows the partial view of a product label in which pir number provided and information matched and verified. The second and third photos shows the product label in which product details was mentioned and verified with tw details. The fourth and fifth photos shows the product box in which the tape seal was noted to be unevenly sealed to the exterior package area and some adhesive noted on the tape seal. The six photo shows the product box in which the tape seal was noted to be completely detached from one side of the exterior package area. Visual evaluation was performed on the returned device. The package was noted to be closed throughout. The tape seal was noted to be unevenly sealed to the exterior package area. Partial adhesive transfer from the tape seal was noted on the package area. The manufacturing review states, label delamination issue was that the sealing tape was applied on the opp tape. Therefore, the investigation is confirmed for reported unsealed device packaging and identified peeled/ delaminated and loss of or failure to bond issues. The root cause was determined to be manufacturing related as per available input and data. However, sre open for further evaluations to access the possible supplier or manufacturing cause. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the power port isp m.r.I. It was reported that the shipment was rejected upon delivery due to the exterior seal was allegedly peeled off. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the power port isp m.r.I. It was reported that the shipment was rejected upon delivery due to the exterior seal was allegedly peeled off. There was no patient contact.